Event description:
The facility's purchasing dept reported an infusion pump with a 715:00 failure code. Info was requested by baxter customer service but details were not available regarding pt status, medical intervention, pt injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided.